Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient¿s right ventricular lead was exhibiting a loss of sensing and so was explanted and replaced. During the explant procedure, the atrial lead became dislodged and so was also explanted and replaced. The patient was stable during and after the procedure.